Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was replaced because the device had been inoperable for approximately one year. Reportedly, the patient stated she stopped charging the ipg because it was taking too long to fully charge. Stimulation therapy was restored following the surgery.